Manufacturer narrative:
This event is no longer reportable. Evaluation no longer required.

Event description:
Follow-up with the physician indicated that the infection was not device-related.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found. Nevro is awaiting the return of the device.

Event description:
It was reported to nevro that the patient acquired an infection. Nevro attempted to obtain additional information regarding the nature of the infection, but none was available. The physician removed the device and plans to reimplant in the future. There have been no reports of further complications regarding this event.